Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo was provided. It shows a needle assembly, the plastic shield has been partially removed showing the bottom part of the needle where the join to the plastic hub is. The white epoxy is observed. The white epoxy has a drip over the cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 3rd complaint for lot # 7200624 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: undetermined. The max allowed of epoxy over the cannula is 1/8¿. Based on the photo this sample looks acceptable. Rationale: CAPA not required at this time.

Event description:
It was reported that an unspecified number of needles filter blunt fill 18x1-1/2 experienced foreign matter in or on device cannula/needle/coring. Product defect was noted prior to use. The following information was provided by the initial reporter: we would like to inform you of a complaint from a korean costumer concerning the above stated eylea filter needle. It was reported that there was a white foreign particle on the surface of the cannula.